Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Eval summary: primary operative notes were reviewed which were unremarkable. Revision operative info was reviewed which stated that the pt's pain has gradually and progressively worsened over the last two yrs following a motor vehicle accident. Preoperative radiological findings include "a chronically unstable and dislocated right total hip arthroplasty." Revision operative dictation of the surgical procedure were not returned for review. An x-ray from an unk date is also provided which shows a dislocated tha, as well as some metallic implants in the lumbar spine. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.